Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was protruding from the catheter's tip during removal from the patient. The target lesion was located in the internal iliac artery. A 12mm x 30cm interlock¿ was selected for use. Internal iliac embolization was done before stent grafting. During procedure, a non-bsc microcatheter was used by contralateral approach. However, upon insertion, the interlocking arm of the coil detached from the interlocking arm of the pusher wire. As the coil was removed together with the catheter, it was noted that several centimeters of the coil was protruding from the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.